Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation was confirmed, based on a failing helix mechanism due to the helix being deformed. Tissue was also noted entwined in the helix, which may have been a contributing factor.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. This lead was returned.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.